Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had a black mark on its filter. This was identified after the device was filled with an unspecified amount of tobramycin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from february 26, 2015 ¿ february 27, 2015. The evaluation of the returned device is complete. Visual inspection revealed a black mark on the filter of the device. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.